Manufacturer narrative:
(B)(4). H6: proposed code: mechanical (g04) - drill. The customer has indicated that the product is in the process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the mini baseplate reamer tip was dull. No complications, injuries, or surgical interventions were reported, and no foreign bodies were reported retained due to this malfunction. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. The reported event is confirmed through evaluation of returned product. Visual examination of the returned product identified signs of use with the proximal end/connecting feature of the device having damage. There is galling on the shaft and the distal end of the reamer is damaged. Measured the od of the reamer body and used a gage pin to check the ID. Both are conforming. Overall length was not measured due to the damage on the distal end of the reamer. The device has a possible field age of 2+ years. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; d4; d9; g1; g3; g4; g6; h1; h2; h4. The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.